Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to short r-r intervals. Follow up with the company representative indicated that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.